Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient for hospitalization in ICU due to high blood glucose. High blood glucose level was 400 mg/dl and was treated by IV and fluids of saline and insulin. No further information was available.